Event description:
It was reported that the device exhibited a volumetric flow problem. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. The device was tested for flow accuracy three times and passed all three tests. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.